Event description:
The event was reported to arjohuntleigh by (B)(4) agency for the safety of health products: all hot water's samplings done with this rhapsody for one year, show a legionella infection.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh inc (B)(4) on behalf of the MFR arjo (B)(4).